Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the orvil would not connect to the center rod of the device. The unit was removed from the patient. A new device was used to continue the case. There was no bleeding reported in excess of 250cc. The case was extended by more than 1 hour. There was no unanticipated tissue loss.